Event description:
It was reported that the ventilator generated two technical error codes, one indicating a "24v power failure" and the other a "monitor device communication failure." There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Investigation of the reported issue was performed by our field service engineer (fse), the investigation revealed that the printed-circuit board (pcb) for the pneumatic back-plane and the pcb for the main back-plane were damaged by liquid on the connectors. The main back-plane and pneumatic back-plane pcb's were replaced and the ventilator was placed back into service after successfully completing safety and pre-use checks tests. Visual inspection of the received pictures from the fse confirmed the damage due to liquids on the pcb's. Ingress of liquid on printed-circuit boards can cause failures or short circuits. Our conclusion is that the liquid damage caused the reported failure. It is unknown how the liquid entered to the ventilator.

Event description:
(B)(4).